Event description:
It was reported during an ultrasound-guided biopsy, the device allegedly was unable to fully prime. There was no patient contact.

Manufacturer narrative:
It was originally reported that the device allegedly self-activated. After further review of this event, this event was reassessed and determined to not be MDR reportable. However, an initial MDR had already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Manufacturer narrative:
As the serial number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device allegedly self-activated. There was no patient contact.

Manufacturer narrative:
It was originally reported that the device allegedly self-activated. After further review of this event, this event was reassessed and determined to not be MDR reportable. However, an initial MDR had already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Event description:
It was reported during an ultrasound-guided biopsy, the device allegedly was unable to fully prime. There was no patient contact.